Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has been going off this past few days. Patient sent in patient initiated interrogation (pii) to the clinic. The device remains in service. No additional adverse patient effects were reported.